Manufacturer narrative:
H10: h6: the device intended to be uses in treatment was returned for evaluation. Establishing a relationship between the reported event. Visual inspection confirmed silicone remained on the carrier, functional evaluation confirmed reduced adherence. The root cause has been identified as raw material issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history file contain further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the opsite has been used at the hospital. Since the very first time used, it only lasts for 15 minutes. It was tried to solve this problem by switching to another opsite post op with a different batch number. It is unknown if the problem was solved by switching the opsite.